Event description:
Customer reported the air reamer drill hand device did not have any function and the forward, reverse button was broken. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the turn know was defective, the ball lost, lost ball damaged gear and bevel wheel. In addition, the motor and bearings were worn out and the shaft broken due to improper care and maintenance of device. The device was repaired and returned to customer on (B)(4) 2012. This complaint is indeterminate. (B)(6). Placeholder.